Event description:
It was reported that a patient was having issues communicating, charging, and coupling between the recharger and the implantable neurostimulator (ins). The patient could get communication between the ins and the recharger, but it was ''0'' coupling bars. It was suspected that the ins was too deep in the pocket and was the cause of the recharging issues. It was stated that after 7 minutes of charging the recharger ''just cuts out.'' It was stated that the antenna-locate (al) feature resulted in values ''around 46-50.'' The patient could not get more than 0 bars of coupling. Further information has been requested and if received a follow up report will be sent.

Manufacturer narrative:
Product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37746, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
The patient's stimulator was confirmed to be flipped. The stimulator was re-flipped/oriented into correct position via a surgical procedure. The patient was able to charge again, and has had no other problems since.